Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was used from (B)(6) 2015 to (B)(6) 2016 (72 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial analysis, an air cushion between two layers of the triple layers were observed. The pump was disassembled and a bubble test was performed on the driving membranes. A leak was located in the driving membrane near the stabilization ring. Abrasion was detected between two of the membranes and also observed graphite particles in the membrane interstices. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points which finally led to the defect in the driving membrane. The cause of the failure was most likely the diminished graphite coating which may have resulted in abrasion of the membrane over time. When this defect occurs, air can get between the membrane layers and form an air cushion, which reduced the pump performance. The manufacturer has implemented some changes in the production process to mitigate membrane layer defects.

Event description:
The site contacted berlin heart inc. Clinical affairs on (B)(6) 2016 to report that an excor blood pump on a patient supported in lvad configuration had reduced ejection. The site increased the systolic pressure and % systole setting on the driving unit in an effort to improve ejection of the excor blood pump in question. However, with this maneuver there was no improvement noted in the pump ejection. The site then switched the ikus driver to the backup driver in order to rule out any issues with the driver. After switching the driver the pump still had reduced ejection. The site sent a video of the pump to the clinical affairs team for review. After reviewing the video and discussion with surgeon, clinical affairs recommended that the site exchange the excor blood pump in question. The site reported that the new pump had full fill and ejection and the patient was again being supported appropriately by the excor vad system and did not experience any untoward effect.